Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with burning sensation, rash, redness, pustules and an infection underneath the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. The sensor initially failed, and when it was removed, the site was burning and red. There was also an abscess, so they consulted and visited a medical center. The patient was given an unspecified oral antibiotic for it to heal and for the infection. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).